Manufacturer narrative:
The following sections were updated/corrected/added: b4, d6b, g3, g6, and h11. Supplemental report to add explant date.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where the physician informed the clinical specialist that there was an slda (single leaflet device attachment) that occurred. Baseline mr (mitral regurgitation) prior to index procedure was severe and post procedure was mild, but after the slda happened is unknown. The patient is stable and the plan is to stabilize the valve with another implant.

Manufacturer narrative:
Additional type of investigation code: labelling review. The complaint for reduced therapeutic efficacy over time / other was confirmed with empirical evidence as reported by the edwards clinical specialist. No manufacturing non-conformities were identified and there is no evidence to support a failure was the results of design or manufacturing. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that patient conditions due to poor leaflet integrity may have contributed to the reported event. However, a definite root cause is unable to be determined. The device training manuals instructs the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As described in the event description, post-procedure leaflet tear was likely due to poor leaflet integrity, however, a definite root cause is unable to be determined because initial leaflet condition is unknown . The patient is stable with a plan for surgical reintervention. The procedure was completed successfully, and the mr was reduced from severe to mild.

Event description:
Additional information received stated that there was a post-procedure leaflet tear, due to poor leaflet integrity. It was determined this was not a device issue but rather a tissue issue. Baseline mr (mitral regurgitation) prior to index procedure was severe and post-procedure was mild, but after the leaflet tear occurred was severe. The outcome of the patient is stable with a plan for surgical reintervention. The procedure was completed successfully, and the mr was reduced from severe to mild.